Manufacturer narrative:
Pump received with high stop current due to c13 voltage leak on interface board. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had battery issue. Customer's blood glucose level was 5.3 mmol/l. The device will be returned for analysis.